Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that act button was not responding. Customer's blood glucose was 100 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump had a cracked case on the display window corner, minor scratches on lcd window and missing end cap sticker.